Event description:
It was reported the subject device had fiber inside it. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a tear inside the channel wall a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had fiber inside it. The issue occurred during reprocessing. There were no reports of patient involvement.